Event description:
It was reported the iab was for pre-op support for CABG. While in cath lab, md inserted sheath w/ sideport via femoral artery. Md advanced iab through sheath & turned his back to "trolley". When md looked again, sideport of sheath was off laying in floor. Patient was bleeding from hole where sideport attached to sheath. Md placed his thumb on hole while attempting to remove iab through sheath. Md encountered resistance. Balloon was unwrapping. Md removed sheath & iab as a unit. No reported patient complications.

Manufacturer narrative:
Md inserted iab via same insertion site next day. Per ifus, iabs are not to be withdrawn through sheath. Follow-up report will be filed when evaluation is complete.